Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was aborted and continued after restart. It was reported to philips that the system was unable to boot up. Upon troubleshooting the customer asked the third party to evaluate and repair the system. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was aborted and continued after restart. It was reported to philips that the system was unable to boot up. Upon troubleshooting the customer asked the third party to evaluate and repair the system. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome. The 6nc, serial number, product UDI, manufacture date and the reporting address city have been updated.

Event description:
It was reported to philips that system was unable to boot. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.